Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user received alert 38 for a motor stall on the insulin pump, consistent with a failure to infuse related to the motor component; the agent explained the alert, conducted a dry run that was successful, and guided a supply change after which insulin delivery resumed as usual. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related issue associated with a motor stall consistent with a failure to infuse, with the implicated device component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.